Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving baclofen via an implanted pump. The indication for pump use was intractable spasticity. On (B)(6) 2018 the patient reported that the pump was usually flat/tied down, but 2 weeks ago, it was like the pump broke its ties and the pump was sideways on its side. The pump was moving, and it was painful when it was moving. The patient had a refill a week ago and mentioned it to the pa (physician¿s assistant), but the pa didn¿t think it was important. The patient confirmed she had not had any falls or trauma. No further complications have been reported as a result of this event.